Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that this system exhibited an out of range pacing impedance measurement which was greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and this rv lead was removed from service and replaced. The associated device remains in service; however, the root cause of the out of range measurement was not determined as no issues with the lead or device were identified. No additional adverse patient effects were reported.